Manufacturer narrative:
Updated data: b5. Additional information was received that moderate-severe paravalvular leak (pvl) was noted. It was reported the dcs was very clo se to the inner curve of the aortic arch which created a lot of tension, and even with the nosecone centered, upon the release of the final tab the valve dislodged to the ventricle. Following implant of the second valve, it appeared constrained within the first valve and a bav was performed. No additional adverse patient effects were reported.  E. Initial reporter phone number was updated to align with the facility where the event occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-34us, serial/lot #: (B)(4), ubd: 17-jan-2022, UDI#: (B)(4). The concomitant product serial#(B)(4) product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a patient with a native bicuspid valve, the valve was positioned at 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Upon release of the valve, the guidewire was pulled back and the patient was paced at 120 beats per minute (bpm). Upon release of the final tab of the delivery catheter system (dcs), the nosecone of the dcs abruptly moved aortically and the valve dislodge down into the ventricle. Moderate aortic insufficiency (ai) leaking above the valve skirt was reported. A second 34 mm valve was prepped and positioned 14 mm above the inflow of the first valve. The valve was released. A post implant balloon aortic valvuloplasty (bav) was performed using a 26 mm non-medtronic balloon. No additional adverse patient effects were reported.